Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), phrenic nerve palsy (pnp) occurred. It was noted the ¿balloon catheter was moved¿ without stopping the ablation. The pnp was still present and the ablation was stopped. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eight applications with the reported balloon catheter 2af284 lot number 34406 with no issues. A clinical issue (phrenic nerve palsy) was encountered during the procedure. The balloon catheter was not returned for investigation. In conclusion, there was no indication that the performance of the reported balloon catheter caused the clinical issue. If information is provided in the future, a supplemental report will be issued.